Manufacturer narrative:
The pump has been returned to animas for evaluation an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2016 with the following findings: black box shows evidence of a partially discharged battery being installed on 12/12/2015. Pump powers with returned battery cap. Battery cap is able to fully tighten. Battery compartment intact. Current draws within specifications. A "battery life" issue was not duplicated during investigation. Removed pump case. No evidence of moisture or loose components inside pump.